Event description:
The facility reported a fail code 403. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event. No additional information is known.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the eval, or if any add'l details become available. This report represents all info known by the reporter at this time.